Event description:
It was reported that the patient recieved "multiple shocks." An elevated sensing integrity count and "numerous" non-sustained tachycardia (nst) events were noted. The device remains in use and "pending explant". No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.